Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer also reported that she received a no delivery alarm. The customer mentioned that there was blood at the of the cannula. The customer's blood glucose was 18 mg/dl at the time of the incident. The customer's blood glucose was 174 mg/dl at the time of call. The customer stated that the low blood glucose was caused by over treatment for high blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.